Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that when the scrub tech tried to pull apart the straight blade to clean it, the base snapped off. The functional endoscopic sinus surgery was on hold for two minutes while they opened a new blade. There were no broken pieces left inside the patient's body. There was no issue to the patient and the surgery was resolved.